Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced under delivery of insulin and high blood glucose level of 500 mg/dl. The customer¿s current blood glucose was 257 mg/dl. The customer was treated with insulin pump. The drive support cap was normal. Customer was alleging possible pump under delivery. The customer also reported they had no delivery alarm. Customer reported insulin did not exit and there was greater than normal resistance with plunger push. The product was not returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Device passed the delivery accuracy test. No excessive no delivery alarm noted.